Event description:
Per the (B)(6) 2018, computed tomography angiography abdomen pelvis with and without contrast: "findings: the filter is tilted to the patient's right with the tip abutting the right lateral wall of the inferior vena cava. Of the 4 major tines, the right lateral time appears intraluminal within the inferior vena cava. One tine extends anteriorly into the pericaval fat planes. Another extends dorsally and abuts against the lumbar spine. A third time penetrates laterally to the left and approaches the right lateral wall of the distal abdominal aorta. This does not appear to penetrate. The minor limits or legs of the filter are largely intraluminal with the exception of 2 left lateral legs which may penetrate a short distance into the rectal perineal fat between the aorta and the inferior vena cava".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Name and address for importer site: (B)(4). Patient codes: bowel perforation (2668)-not listed in IFU. Device codes: appropriate term/code not available (3191): {abuts}-not listed in IFU, device codes: appropriate term/code not available (3191): perforation-listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vc perf, trouble breathing, chest pains, irreg heartbeat, swelling in legs/feet, dizziness, blackouts.¿ cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported trouble breathing, chest pains, irregular heartbeat, swelling in legs and feet, dizziness, and blackouts are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/27/2017 as follows: patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to upcoming knee arthroplasty . Patient is alleging tilt, vena cava perforation, trouble breathing, chest pains, irregular heartbeat, swelling in legs and feet, dizziness and blackouts due to the device.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.